Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thrombus and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a follow up examination, a thrombus was identified on the closure device. The patient was instructed to begin anticoagulant medication in response to the thrombus. After an unspecified interval of time, the patient experienced a cerebral vascular accident.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.